Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On 07/07/2015, the reporter contacted animas, alleging a casing/condition (damaged cap and case) issue. It was reported that the battery cap could not be removed. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 09/09/2015. Device evaluation: the pump has been returned and evaluated by product analysis on 08/19/2015 with the following findings: during testing, the pump¿s casing was found to be damaged to the point that the original complaint could not be investigated. The battery cap was severely damaged and could not be attached on to the pump.